Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Log file analysis reveals that when the o2 supply pressure is between 3.5 and 4 bar, alarm 388 is always triggered in combination with alarm 271 - "o2 supply failed." Issue is resolved after a software update to v6.0.1800.0 or higher. The root cause was determined most likely false-positive triggering of alarm 271 / 388 at o2 flow rates below 1 lpm only. This has been improved since software v6.0.1800.0 with a new alarm criterion avoiding the alarms from being triggered in such irrelevant situations. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and downloaded the log files and sent them to technical support. Updated the unit to patch 19. The o2 (oxygen) was calibrated and 2p cal was confirmed. Circuit test was done and passed. Performance check was completed and the unit passed all the tests and runs accordingly according to OEM (original equipment manufacturer) specifications. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us was having an alarm 388 - no o2 dosing possible while on patient. The patient is nearly coded. The patient was removed from the ventilator and is doing okay.